Event description:
It was reported that shortly after this system was implanted, the patient presented to the emergency room with concerns over their wound. The wound was evaluated and determined to be normal. A device evaluation was performed, and high capture thresholds were noted on this right ventricular (rv) lead. The patient was admitted to the hospital for a probable lead reposition. A chest x-ray was performed, which showed that the lead was located in the same position as where it was implanted; however, the slack had retracted, therefore, the lead was under slight tension. A lead reposition was performed due to a microdislodgement. No additional adverse patient effects were reported. This lead remains in service.